Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the product quality issue and provide specific complaint details of "needle size and packaging change". Do you have any measurement of the needle size change? Customer reported that the needle looked a different size. They didn't measure or have any objective data to prove they were different.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was to be used. The customer noticed a packaging change for product and said the needle size changed, as well, indicating the needle size is a different size than the previous packaging indicated. No patient involvement occurred.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/3/2020. A manufacturing record evaluation was performed for the finished device batch phh369 and no non-conformances were identified. Additional h3 investigation summary: it was reported packaging labeling identification. A sealed samples of product m8702, one with lot number pbj827, and the second with the lot number phh369 were received for evaluation. During the visual inspection of the two samples, the printing image on the tip needle, shows a taper point needle, sales type bv-1, 9.3 mm, 3/8 circle. A further investigation was performed, and the graphics used in each lot number are correct according to manufacturing dates and finished drawing. The graphic used on the lot number pbj827 is version 10 and for lot number phh369 is version 15. In addition, the needle rmc assigned to these lots number are the same (ns-1481) needle sales type bv-1 3/8 circle, taper point, wire diameter 10 mils. The needles were measured in diameter and meet the finished goods requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection, functional test and further investigation in our system, the needles belong to product code m8702. Note: event related to lot pbj827 sent via # 2210968-2020-01032.